Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, for this event (second time) that while sleeping the tubing came straight out of the plastic at the site end where the quick release was, and she did not observe this till she woke up. The site was right thigh for this event and was not able to recall for the first event and the pump laid on the bed. The infusion was used for two days. The infusions were stored in the closet. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. Reportedly the blood glucose level was 355mg/dl for this event and 300mg/dl for the previous event. No further information available.